Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that an unknown mount would not disengage from the implant during placement. The implant was removed and another implant was placed. Tooth location 12.

Manufacturer narrative:
Additional information was provided and the item had been updated to an iipdtl driver.

Event description:
It was reported that the driver (iipdtl) would not disengage from the implant during placement. The implant was removed and another implant was placed. Tooth location 12.

Event description:
It was reported that the driver would not disengage from the implant during placement at tooth location #12. Another implant was placed. There was no report of patient injury or delay in procedure.

Manufacturer narrative:
This report is being submitted to relay additional information. The following information is being submitted: it was reported that the driver would not disengage from the implant during placement at tooth location #12. Another implant was placed. There was no report of patient injury or delay in procedure. Device identification: expiration date: 01 oct 2019. 3i t3® non-platform switched parallel walled implant 3.25 x 13mm item: boss313, lot: 2014101539, therapy date: unknown. Item: iipdtl, lot: unknown, therapy date: unknown. Date rec¿d by MFR: 12 apr 2019. Device manufacture date: 31 oct 2014. The reported driver was not returned, and therefore could not be tested or physically inspected. It is noted that the reported driver was the incorrect size for the implant. The reported condition of a driver that would not disengage from the implant was not confirmed. A DHR review could not be performed for the reported driver as the device lot is unknown. A complaint history review was completed by device item number for similar cause and no other complaints were identified. A definitive root cause was identified during investigation and is related to incorrect driver usage, as it was noted the driver size is too large for the internal hex of the implant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.